Event description:
It was reported that when a device was used during a hemorrhoidectomy, half of the anastomosis was not closed after firing. The anastomosis was completed by hand suture. There were no ohter consequences to the patient.